Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps was analyzed and the complaint was not confirmed by failure analysis. Failure analysis investigations could not replicate nor confirm the customer reported complaint. Visual inspection was performed and found no damage to the conductor wire. The instrument also passed the electrical continuity test. Additionally, the instrument was found to have a broken grip cable at the distal end. A device history record (DHR) review for the device involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. A review of the site's system logs for the reported procedure date was conducted by an isi quality engineer. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The probable root cause of the reported conductor wire damage cannot be determined based on the information provided and failure analysis results. This report is a duplicate record of another complaint. Please refer to the report with MFR report number 2955842-2025-00981 for details.

Event description:
It was reported that during a da vinci-assisted surgical procedure, 8mm fenestrated bipolar forceps instrument had a broken conductor wire (black). The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Is)I followed up with the initial reporter and obtained the following additional information: there was a broken conductor wire and loss of cautery. There were no fragments that fell inside the patient's anatomy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.